Manufacturer narrative:
(B)(4). Date sent: 1/9/2020. Additional information was requested and the following was obtained: what efforts were made to locate the broken blade tip during the procedure? Cavity inspection and wash out. Was this procedure converted to an open procedure? No, the procedure was open from the start. Are there any plans to locate the piece? No, clinical decision was that there was too many ligaclips in situ for an x-ray to be of any use in locating tip. Was there any change in the patient care as a result of this event? No. What is the current patient status? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2020. Investigation summary the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Additionally, the cable was cut off. Due to the condition of the device, no functional testing could be conducted. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What efforts were made to locate the broken blade tip during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the piece? Was there any change in the patient care as a result of this event? What is the current patient status? The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that a harmonic blade shattered. The surgeon accidentally hit a ligaclip and the blade shattered. Some of the missing pieces were not found, but the operation continued and there were no patient consequences.